Event description:
It was reported a spectrum pump experienced false upstream occlusion alarms during therapy. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom or confirm it through review of the event history log. Eval found the readings to be below specification caused by a failed upstream sensor. Low ultrasonic readings can make the pump more sensitive to air in line alarms. The upstream sensor was replaced to correct this condition.